Event description:
It was reported that when a renasys go device was prepared during npwt for surgery, low battery alarm occurred. The device was plugged into ac mains power, but the error continued. The treatment was initiated with a back-up device. There was no delay in the treatment and no patient harm.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device was capable to charge the battery, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.